Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned for evaluation. Data logs from field were reviewed and real time log from time of alarm shows an increase in purge pressure over approximately 1 minute with a simultaneous drop in purge flow. Additionally, at the same time as purge pressure begins to rise, two motor current spikes are noted, with pump flow becomes momentarily saturated. Lt logs from time of alarms show high purge pressure is present for 2 hours before resolving. Clinical details noted that tissue plasminogen activator (tpa) was added to purge to resolve high purge pressure alarms. Additionally, patient was not on any forms of anticoagulation on days before alarm. The root cause of the high purge pressure was most likely due to biomaterial ingestion. Added-h6 impact code 4644.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient was on impella 5.5 support and the impella had high purge pressure. The tissue plasma activator protocol was initiated. The staff monitored and support continued. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.